Event description:
It was reported that this artificial urinary sphincter cuff component was removed due a stricture. A urethroplasty was performed. The pump and balloon remained in situ. The physician indicated that the stricture did not appear to be related to the implanted device. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.